Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported fluid pooling in the cover over the reaction carousel of the dxc 600 pro instrument and cartridge chemistry cuvette "not dry" errors. Customer stated that before reporting the problem to beckman coulter two white reagent probe fittings were tightened because they were loose. No injuries were reported and no erroneous patient results were generated. Service was not sent to examine the instrument since customer was able to fix the problem by tightening the reagent probe fittings. No further problems or leaks have been reported.